Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller said it hasn't been working for a year. They added that it was helping the patient, but then it quit working. No further patient complications have been reported as a result of this event.